Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: customer recognizes the co2 test fails during the preventive maintenance task. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: pm testing. Case resolution: customer testing the co2 gas verification in preventive maintenance fails. Our suggestion was to calibrate the co2 sensor, then retry the preventive maintenance again. Customer mentions re-flashing the operate software onto device prior to testing. Mentioned to customer the calibration parameters from the flash process may have been eliminated. They will test, and call back if any further issues need assistance.